Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Reason for revision: the revision modular femoral component has moved into varus and the fluted stem is causing thigh pain and deformity with a resultant reduction in function for the patient.